Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Beginning on the day of onset, the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) and intraperitoneal ceftazidime (dosage, frequency, and duration not reported) for the peritonitis event. The care plan for the patient included potentially adding intraperitoneal ampicillin (dosage, frequency, and duration not reported) to the antibiotic treatment regime for the peritonitis event. On an unverified date, reported as "upon the hospitalization", peritoneal dialysis was switched to continuous ambulatory peritoneal dialysis (capd) therapy and physioneal and extraneal therapies were ongoing. The care plan for the patient included potentially adding nutrineal therapy to the capd regimen. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date; treatments with nutrineal, ampicillin, vancomycin, and ceftazidime were stopped. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient began treatment for the peritonitis with nutrineal and ampicillin (dose, frequency and route not reported). On an unknown date, the patient was discharged from the hospital and was recovering. Should additional relevant information become available, a supplemental report will be submitted.